Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal surgery or date scheduled (B)(6) 2019') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure removal surgery, was scheduled to (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as ??-???-2013 now it is reported (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) unspecified: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter¿s information was added & updated. Date of insertion was updated. Lab data was added. Injury nos replaced with new event medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.